Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an unknown anomaly. Boston scientific technical services consultant (ts) referred the patient to clinic for reports. At this time, this crt-d remains in service. No adverse patient effects were reported.